Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off or on power. The insulin pump did have low battery alarms. The device had intermittent buttons response due to corroded keypad traces, no button error alarm or number scrolling up. The device had cracked case at the display window corner, minor scratches on lcd window, cracked battery tube threads, broker belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 184 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer put the insulin pump in their bra and the insulin pump was possibly exposed to sweat. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.